Manufacturer narrative:
Further information and goods have been requested. A supplemental medwatch will be submitted when the investigation is completed.

Event description:
It was reported that the auxiliary 02 and suction module failed intermittently during patient treatment. There was no patient harm reported. (B)(4).